Event description:
It was reported from the nurse at memorial health system that when connecting the tubing set to the medication bag, the spike tip separated inside the bag. The medication bag was disposed and a new tubing set, along with a new medication bag, was hung on the pump and given to the patient. Although requested, there has been no impact to patient response or additional event information made available to date.

Event description:
It was reported from the nurse at (B)(6) that when connecting the tubing set to the medication bag, the spike tip separated inside the bag. The medication bag was disposed and a new tubing set, along with a new medication bag, was hung on the pump and given to the patient. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
Additional information added; section; b.5. (Patient/event information clarified/detailed). Correction; h.6. (Patient code). The customer¿s report that the spike separated was confirmed based on inspection. The drip chamber's spike tip was broken off and the broken off spike tip piece was not received for evaluation. Further inspection of the damaged spike surface observed the breakage to be rough and uneven. It was concluded that an excessive external leverage force was applied to the spike, thus causing it to break. Visual inspection observed the spike tip of the drip chamber was broken off. The broken off spike tip piece was not received for evaluation. No other obvious damage or issue was observed. Further inspection under magnification of the damaged spike surface observed the breakage to be rough and uneven. The root cause of the external lateral force was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported from the nurse at memorial health system that when connecting the tubing set to the medication bag, the spike tip separated inside the bag. The medication bag was disposed and a new tubing set, along with a new medication bag, was hung on the pump and given to the patient. There were no adverse effect to the patient from the event.